Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead pocket area was hot. Reportedly, the patient felt the pocket area was occasionally hot and was then advised to enroll in a device clinic. The rv lead remains in service. No adverse patient effects were reported.